Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Further information has been requested but no response has been received. No ventilator logs have been provided and no service on the ventilator has been requested. Information about the current status of the ventilator has not been provided. No investigation has been possible, therefore the root cause of the reported event has not been determined. H3 other text : 4117.

Event description:
It was reported that the ventilator stopped delivering breaths. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Device related data quality updates only. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI), # h4 manufacture date were required. D1 - brand name: - previous brand name: servo-u, - corrected brand name: base unit servo-u. D4 - version or model #: - previous version or model #: servo-u, - corrected version or model #: 6694800. D4 - unique identifier (UDI)#: - previous unique identifier (UDI)#: missing, - corrected unique identifier (UDI)#: (B)(4). H4 - manufacture date: - previous manufacture date: 10/21/2020. - corrected manufacture date: 10/19/2020.

Event description:
Manufacturer's ref #: (B)(4).